Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d1, d4 (model, catalog), d5, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion, component code), h10. Additional info: e1 (event site state: (B)(6), event site postal code: (B)(6)) (contact person name: (B)(6)) a getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had replaced the (d997-00-0596) tether assembly from which the equipment is being functional for the clinical use. There was no involvement of the patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) doppler cord reel is broken. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).